Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "retinal detachment" (detached retina). Product problem(s): "vitrectomy probes were blocked" (blockage within device or device component). A surgeon reported that 23 gauge vitrectomy probes were blocked during surgery. No system messages were displayed. This was reported to have occurred in several pts. One pt reportedly had a retinal detachment, in the early postoperative stage, during an epimacular retinal membrane peeling. The pt was hospitalized. Additional info received from the surgeon indicated the 23 gauge vitrectomy probe stopped cutting during the procedure. The surgery was reestablished using reflux. The outcome of the event was reported as not resolved. No additional info is expected. This is the second of three reports being filed for this facility.